Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient who called in to get help in changing programs that they were not feeling stimulation. The implant was confirmed to be on while on the call and the patient was on p1 at 3.7v and the patient wanted to change to p2. It was reviewed with the patient how to do so and the patient changed to p2 where they confirmed they were not feeling stimulation. The patient increased all the way to 8.4v until they started to feel stimulation and then they increased to 8.5v. The patient noted they have never had to go that high to feel stimulation. The patient then changed to p3 and increased stimulation and confirmed they still did not feel stimulation. There were no further complications reported/anticipated.